Manufacturer narrative:
The reported event of deformity upon deployment could not be confirmed. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2018, a 9mm amplatzer septal occluder (aso) was chosen for an implant procedure. When the aso was deployed, the left atrial disc was deformed. A 7mm amplatzer septal occluder was successfully implanted.